Manufacturer narrative:
H6: added code to capture type of investigation: analysis of production records. Product history review: a review of the manufacturing records indicated the device met pre-release specifications.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. Further investigation is being conducted and will be reported in the final report. A product history review of the device will be conducted. Images of the device have been requested and if made available will be investigated and findings will be included in the final report. Further details were requested from the physician, but not provided yet. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, it was reported to gore that a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx) was used during an unspecified procedure. It was alleged by the physician that during the procedure, after the deployment of the vsx device, ¿a part of the shaft¿ detached inside the patient. The physician was successful in retrieving the detachment and it was confirmed that there was no patient complication. The procedure was completed and the vsx device was successfully implanted. No other information was provided.

Manufacturer narrative:
B5: event summary updated based on new information. H6: component code changed to device deployer. Types of investigation updated. Investigation findings and conclusions updated. The primary reported complaint of distal shaft detachment of the vsx device endoprosthesis was confirmed with the image provided. The provided image illustrates the location of the distal shaft break, and the break is in the distal shaft material itself. There is no indication of a bond failure manufacturing deficiency, and there was no information to evaluate potential complications or excessive force applied to the delivery system during its withdrawal. The root cause of the confirmed distal shaft break could not be established with the information available.

Event description:
On (B)(6) 2025, it was reported to gore that a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx) was used during for bi-iliac stenting for an occlusion. It was reported that a 0.035 ¿ guide wire was inserted via the femoral artery. It was alleged by the physician that during the procedure, after the deployment of the vsx device, ¿a part of the shaft¿ detached inside the patient. The physician was successful in retrieving the detachment and it was confirmed that there was no patient complication. The physician confirmed that there was no resistance observed during advancement. The procedure was completed and the vsx device was successfully implanted. There was no report of patient harm.